Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for defib. Complainant indicated that there was no patient involvement in the reported malfunction.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for communication function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device. This supplemental medwatch report is also correcting information submitted on the initial medwatch report. Device evaluation: the device was returned to zoll medical united kingdom for evaluation. The customer's report was duplicated and attributed to a faulty circuit printed (cp2) board. The cp2 board was replaced to resolve the report. The device was recertified and returned to the customer. Reports of this nature are not considered to meet our requirements for the submission of a medwatch report due to no potential for clinical impact. Analysis of reports of this type has not identified an increase in trend.